Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a patient with 48 hours of inactivity was hidden in pyxis. A technical support specialist ran a report from the es server web application to view the last transaction for the patient. The tss then verified that the admission inactivity days matched the last time the patient had activity. Once the transaction was performed, the admission inactivity days were changed back to the original number to avoid any station performance issues. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es patient with inactivity for 48hrs dropped/hidden. The customer reported that the user was unable to remove the medication and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.